Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium. Through the myometrium wall is a tan-yellow foreign body object with attached spiral metallic object consistent with essure contraceptive') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, pelvic adhesions, adenomyosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total supracervical abd hysterectomy/ bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: both fallopian tubes are unremarkable the uterine serosa is pink-red and focally congested. The endometrial cavity 4.9 cm in length 2 cm in width. Embedded in the endometrium. Through the myometrium wall is a tan-yellow foreign body object with attached spiral metallic object consistent with essure contraceptive. The' endometrium is pink-red, smooth.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium. Through the myometrium wall is a tan-yellow foreign body object with attached spiral metallic object consistent with essure contraceptive') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, pelvic adhesions, adenomyosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total supracervical abd hysterectomy/ bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: both fallopian tubes are unremarkable the uterine serosa is pink-red and focally congested. The endometrial cavity 4.9 cm in length 2 cm in width. Embedded in the endometrium. Through the myometrium wall is a tan-yellow foreign body object with attached spiral metallic object consistent with essure contraceptive. The' endometrium is pink-red, smooth. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.